Event description:
As reported, approximately five years post initial post left tha, this 71 y/o male patient was in some pain and gxl liner was having problems. Surgeon revised the gxl liner and biolox head. Surgeon re-implant a xle liner lipped 40mm and biolox delta adapter 3.5 with 40mm head. There was no breakage of a device and no surgical delay/prolongation. Patient was last known to be in stable condition following the event. Photos and x-rays were received. The device will ne return.

Manufacturer narrative:
Additional information, including the product investigation, will be submitted within 30 days of receipt.

Manufacturer narrative:
After further review of additional information received the following sections d9, g3, g6, h2, h3, h6, h7 and h9 have been updated accordingly. (H3 the patient involved was reportedly revised due to pain and ¿gxlliner having problems¿ approximately 5 years after the index surgery. Wear and edge loading was able to be confirmed from the provided radiographs and explanted device. The returned liner appears to have evidence of impingement. Based on the available information, the patient involved meets the following risk criteria for early prosthesis wear, the edge loading of the femoral head on the acetabular liner, and combination of largest available femoral head and/or thinnest available acetabular liner was used. The most likely underlying cause for the revision reported is a combination of risk factors including, use error, implant positioning, implant size selection, and patient factors may have also been a contributing factor to the early prosthesis wear.